Event description:
On (B)(6) 2011, the patient underwent a debranching and subclavian bypass, and repair of a type b dissection. Three gore tag thoracic endoprostheses were implanted. On (B)(6) 2011, the patient underwent a follow-up computed tomography angiography that revealed a possible distal type I endoleak. On (B)(6) 2011, the patient underwent coil embolization in the orifice of the most distal gore tag thoracic endoprosthesis. The endoleak was still present and determined to be a proximal type I. On (B)(6) 2012, the patient underwent a reintervention where a conformable gore tag thoracic endoprosthesis was implanted proximally. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional devices: (B)(4).